Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
The literature article entitled, "long-term results of total knee arthroplasty with single-radius versus multi-radius posterior-stabilized prostheses" written by zhenyu luo, zeyu luo, haoyang wang, qiang xiao, fuxing pei and zongke zhou published by journal of orthopaedic surgery and research published online 16-may-2019 was reviewed. The article's purpose was to compare long-term results of two groups with one being of single-radius prostheses (sr group made up of non-depuy implants) and multi-radius (mr group made up of depuy implants). Data was compiled from 220 total patients underwent tka between october 2006 and october 2007 (106 patients in sr group and 114 patients in mr group). No patella resurfacing. Cement manufacturer is not identified. Depuy products utilized in mr group: sigma pfc knee system. Adverse events within mr group: periprosthetic fracture (anatomical location not provided) treated by revision. Prosthesis loosening (component identification not provided) treated by revision. General reports of pain and/or crepitation without indication of specific treatment.